Event description:
It was reported that cgm displayed error message during sensor use. There was no reported adverse impact to the customer. Customer contacted support, performed pump reset with guidance, confirmed error message did not reappear, and successfully restarted sensor session, with no additional information received regarding the outcome of the event.